Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. As a result, a revision procedure was performed. During the procedure, it was noted that the leads were reversed in the header. The leads were corrected and remain implanted. No adverse patient effects have been reported.